Event description:
During a laparoscopic cholecystectomy procedure, pneumoperitoneum leaked from the instrument. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.